Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced diarrhea. The patient was diagnosed with and hospitalized for peritonitis manifested by abdominal pain and cloudy effluent. The patient was treated with cefazolin (1g, every day, route not reported) and fortum (1g, every day, route not reported). The cause of the peritonitis was unknown. Dianeal therapy was ongoing. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The exact date of birth is unknown; however, the birth year was reported as (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No cause was determined.